Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that device contamination was encountered. A 035/260/1 amplatz super stiff guidewire was selected for use. However, before the device was opened, it was noted, that the tip of the hoop got stuck into the adhesive part of the packaging bag and it had a hole. Consequently, the sterility of the device was not maintained. It was noted, that the device was placed in the outer box during delivery and was stored on the shelf of the catheterization room. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that device contamination was encountered. A 035/260/1 amplatz super stiff guidewire was selected for use. However, before the device was opened, it was noted that the tip of the hoop got stuck into the adhesive part of the packaging bag and it had a hole. Consequently, the sterility of the device was not maintained. It was noted that the device was placed in the outer box during delivery and was stored on the shelf of the catheterization room. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR: unit returned with its original unopened pouch. The device returned inside the original pouch; it was observed that the seal of the pouch was damaged, and it is possible to observe a hole on one side, and it was observed that the pouch information matches with the complaint information. A pouch is received with a damaged seal from the supplier, upon reviewing this it presents the characteristic seal mark, confirming that it was sealed. No more damages were observed.